Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1357l, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient underwent stimulation and there was immediate improvement in their urinary symptoms. They went to the hcp for insertion site pain. They then noted that the patient underwent the implant in (B)(6) 2016 and it wasn't working as well as the trial. They felt a sensation in the left leg and still had frequency and nocturia. They also felt a sensation at the left labia, not by the vagina like in the trail. They underwent a revision in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.